Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.

Event description:
A customer's wife reported customer was getting higher than feels and lower than feels readings within the last month, but was unsure of times and dates because of an additional display issue with their adc meter. The customer reportedly "fell and hit his head, was sweating (and) he felt like he would pass out at times." The customer reportedly experienced a loss of consciousness and headache after he fell, was seen at the healthcare facility where he had two head CT scans done. No additional third-party medical intervention was reported. The customer self-treated with aleve for the headache. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
A 30-day follow-up #2 was incorrectly populated as (B)(6) 2011. Correct date is (B)(4). 2011.

Manufacturer narrative:
'Malfunction' was incorrectly selected. Correct selection is 'serious injury'.

Manufacturer narrative:
Additional evaluation conclusions: the complaint could not be confirmed. Testing was unable to be performed due to battery contact being detached from meter when received.

Manufacturer narrative:
Date received by manufacture, 30-day follow up 1, was incorrectly populated as 10/10/2011. Correct date is 11-oct-2011.